Manufacturer narrative:
B5: additional information was received stating that there was a y connector present between the vascular access and the blood line. The machine triggered alarms for "disconnection" and "air bubble in the blood". The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, based on additional information received, the cause of the event is a use error in the connection of the access line. The user manual warns the user to: "always connect the return line directly to the blood access device. Do not connect additional devices between the return line and the blood access device. The use of additional devices, such as three-way valves, stopcocks, or extension lines, may impair return pressure monitoring. Their use can impede the detection of return disconnections, potentially resulting in severe blood loss." Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous renal replacement therapy using a prismaflex control unit, the arterial line of the prismaflex set was found to have disconnected from the fistula needle. It was not specified if an alarm was generated by the prismaflex control unit. There was no patient injury or medical intervention associated with this event. No additional information is available.